Event description:
A lawsuit was received stating that the pt suffered extensive complications during and after a tonsillectomy. Due to a malfunctioning generator the surgeon wasn't able to complete the procedure. The right tonsil was removed but not the left because the surgeon was having a problem getting the generator to coagulate. The pt had to unergo a second surgery. The lawsuit indicates the because the generator was not upgraded to a force fx-c on a previous return, it did not coagulate properly.